Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer shut down the device and attempted to recover the legacy full-height drawer using spare parts. The drawer continued to fail, so the engineer replaced the entire drawer with the customers spare, already-configured drawer. The customer site did not allow the field service engineer to run the hardware test application. Drawer recovery was successfully completed by the customer, and the customer tested the drawer and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hardware failure occurred, and the user was unable to recover drawer 7, which required maintenance. The customer attempted to recover storage space and rebooted the station, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.